Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the clicking noise was emitting from the uninterruptible power supply (ups). Troubleshooting found that the ups was powering the internal fans of the ups with battery power when the viewing station of the imaging system was not powered on. To resolve the reported issue, the ups was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups was returned to the manufacturer for evaluation. Testing found that the batteries would not hold a sufficient charge. When the batteries were replaced, the ups functioned as designed.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system was making a clicking noise and that the monitor would not have a display. The representative found that the uninterruptible power supply (ups) for the viewing station of the imaging system had no power leds illuminated. No additional information was provided. There was no patient present when this issue was identified.